Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 525 mg/dl due to a bent infusion set cannula. Reportedly, the customer had encountered multiple bent cannulas in the past. The customer declined to provide additional information regarding this event.